Event description:
It was reported that during an implant attempt, the pin on the pace/sense portion of the lead was "loose" and could be moved within the yoke of the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. Visual analysis revealed the pin cap gap is within specification and was measured relaxed at .030 inch; specification is up to .060 inch relaxed.